Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio determined that the system pcb was the cause of the reported issue. At this time the device cannot be repaired due to part obsolescence. The customer has received a loaner until the system pcb can be replaced on the customer's device.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer

Event description:
The customer contacted physio-control to report that their device will not power on. There was no patient use associated with the reported issue.